Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint : (B)(4).

Event description:
During an evlt procedure, when the treating physician pulled the laser fiber back through the tre-sheath, the tip of the fiber fractured off the fiber shaft and remained lodged in the tre-sheath. The device was set aside and the procedure was completed with a new of the same device. There was no harm to the patient as the tip remained inside of the tre-sheath. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch evlt fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber. The fiber shows that the gold tip was properly crimped to the fiber buffer, there was no noted damage to the fiber tip. The gold tip showed to have dried blood, after the tip was cleaned it showed that there was no noted damage and there was no noted burn marks which is caused by excessive heating. Angiodynamics' manufacturing engineering for this product determined: "after reviewing the fiber sample, it is believed the tip failure was due to the application of excessive force on the gold tube when attempting to withdraw the fiber assembly back through the tre sheath at the completion of a procedure". The customer's reported complaint description was confirmed. The root cause of the separation is due to using excessive force was exerted onto the gold tip when attempting to withdraw it into the tre sheath. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).